Manufacturer narrative:
Follow-up #1: date of submission 28-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 04-nov-2017 with the following findings: a review of the pump histories showed the last basal delivery was on (B)(6) 2017. The last bolus delivery was a 4.15u normal bolus on (B)(6) 2017. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of the history settings issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment and a discolored display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.